Event description:
A pt self-tester reports discrepant results with protime microcoagulation system. The pt generated inr 1.4. Her coumadin dose was increased. She tested again on (B)(6) 2011 and generated inr 1.9. Her doctor increased the dose again. She tested on (B)(6) 2011 and generated inr 1.8. She repeated the test with a fresh sample collection and generated inr 1.4. Her doctor sent her to the lab and generated inr 2.5. The pt's therapeutic range inr 2.5 - 3.5. No adverse event(s) reported.

Manufacturer narrative:
(B)(4) (cuvette lot #d1p3c168). Method: device history record reviewed for ncmr and CAPA. No product returned. Result: record evaluation completed. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. Itc has requested all data required for form 3500a.